Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 120 mg/dl and their sensor glucose was reading low. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also stated they would not be able to hear their sensor's alerts. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.